Event description:
During a lower anterior resection procedure, the instrument was fired across the rectumand the staples did not form "b" shape. They had a "u" formation. The case was completed by hand suturing. Or time was increased due to physician hand suturing. There was no patient consequence.